Manufacturer narrative:
We are unable to determine to what extent, if any the davol device may have caused or contributed to the patient's reported reaction. The patient allergists' office requested and was provided with a sample mesh for reactivity testing. At this time, the reactivity testing has not been completed. As reported the patient has tested positive to other allergens. Without a lot number a review of the manufacturing records is not possible. The adverse reaction section of the instructions-for-use lists allergic reaction as a possible complication. Note, the date of implant and event are estimated as the exact dates were not provided. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It reported that in (B)(6) 2014 the patient was diagnosed with an umbilical hernia and underwent repair with the implant of a davol ventralex st hernia patch. As reported, in (B)(6) 2015 the patient developed severe rashes which started on her arms and legs and spread to her hands and neck. It is reported that the rash turns into open wounds and after treatment of oral steroids and topical steroid creams the rash will disappear and then reappear in other areas on her body. The patient has been to multiple allergists. The patient has an allergy to some environmental allergens and propylene glycol.

Manufacturer narrative:
This addendum is to make a correction to (device manufacture date) as the error was noted during record review. Corrected field: device manufacture date. Updated fields: date of report, PMA/510k.

Event description:
It reported that in 3/2014 the patient was diagnosed with an umbilical hernia and underwent repair with the implant of a davol ventralex st hernia patch. As reported, in 7/2015 the patient developed severe rashes which started on her arms and legs and spread to her hands and neck. It is reported that the rash turns into open wounds and after treatment of oral steroids and topical steroid creams the rash will disappear and then reappear in other areas on her body. The patient has been to multiple allergists. The patient has an allergy to some environmental allergens and propylene glycol. Addendum: 08/29/2018, results of the reactivity testing provided. As reported the results were negative for an allergic response to the mesh.

Manufacturer narrative:
This is an addendum to the initial emdr to document the results of the reactivity testing. Reactivity testing has been performed and as reported the results were negative for an allergic response to the mesh sample. It is unknown at this time, what is causing the patient's condition. However, based on testing performed the postoperative condition does not appear to be caused by the davol mesh used to treat the patient. A review of the manufacturing records was performed and found that the lot was manufactured to specification.

Event description:
It reported that in (B)(6) 2014 the patient was diagnosed with an umbilical hernia and underwent repair with the implant of a davol ventralex st hernia patch. As reported, in (B)(6) 2015 the patient developed severe rashes which started on her arms and legs and spread to her hands and neck. It is reported that the rash turns into open wounds and after treatment of oral steroids and topical steroid creams the rash will disappear and then reappear in other areas on her body. The patient has been to multiple allergists. The patient has an allergy to some environmental allergens and propylene glycol. Addendum: (B)(6) 2018 - results of the reactivity testing provided. As reported the results were negative for an allergic response to the mesh.